Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during undergoing planned examination procedure was performed when the issue happened. The procedure was completed by 25 minutes delay. A field service engineer visited the site and confirmed system reboots, prompting a hard shutdown for examination. After reviewing the log, it is confirmed the power failures in the suite pc. Upon diagnostics on the suite pc identified a faulty internal power supply. To resolve the problem, the system database was cleaned to optimize hdd space with low availability, and the suite pc was replaced due to power failures and return the part for further analysis and the failed component ssd. After replacing suite pc, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shut down and rebooted on its own several times, which can indicate issues with booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.